Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer became aware of the following event through patient tracking department. Based on the information received from patient implant forms, patient underwent a mitral repair with memo 4d annuloplasty ring size 32 on (B)(6) 2022. 3 days later, on (B)(6) 2022, the device was explanted and a memo 4d annuloplasty ring size 34 was implanted as a replacement. No allegation of device malfunction nor serious injury on the patient has been received from the site regarding this event.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Furthermore, based on the information received from patient implant form, memo 4d size 32 was explanted and memo 4d size 34 was implanted instead. This points at mis-sizing as a possible root cause of this event. Should any further information be received in the future, a follow up report will be provided.